Manufacturer narrative:
The insulin pump passed unexpected restart error test. No unexpected restart alarm noted. No damage was found on the c13 interface board. The insulin pump was received with cracked case at display window corner, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected restart during normal use. The customer's blood glucose was 282 mg/dl. The device was stored for an extended period of time. Several unexpected restart alarms during normal use. Customer agreed to return the device for analysis.